Manufacturer narrative:
A device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer ats 750 was not holding pressure. No additional clinical information was received prior to this report.